Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Patient retained device.

Manufacturer narrative:
This event is a duplicate of pi ((B)(4)). This event has been reported under MFR report for report # (0002249697-2014-02026).

Event description:
It was reported via uf report # (B)(4)that there was a prosthetic joint implant failure. Op report stated, "fracture of the distal titanium tapered stem."

Event description:
It was reported via (B)(4) that there was a prosthetic joint implant failure. Op report stated, "fracture of the distal titanium tapered stem."